Event description:
St. Jude malfunctioning ICD lead. Externalization of high voltage conductors of right ventricular (rv) lead as evidenced during fluoroscopy. Removal evidenced externalization of high voltage conductors and riata lead within 2 cm of high voltage coils. Mechanical lead failure without electrical lead failure and concern for lack of effective high voltage therapy.